Event description:
A pt needed to replace the transfer set because the occluder feet are broken, leaks can be observed when the mini cap is removed. The reported transfer set was placed in 05 (less than 3 months). This pt started apd therapy in same day. There is no pt injury or medical intervention associated with this incident according to the international affiliate.